Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiencing no delivery alarms as well as plastic missing at the reservoir compartment. Customer¿s blood glucose level was unknown. Customer also reported that the diminished battery life greater than 1 week. Customer was not able to troubleshoot. The insulin pump will not be returned for analysis.